Event description:
The customer reported platelet clumping with no system error messages or flags involving the coulter lh 750 hematology analyzer. The erroneous results were not released out of the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) assessed the instrument at the facility.

Manufacturer narrative:
The field service engineer (fse) performed troubleshooting and thoroughly cleaned the red blood cell (rbc) and white blood cell (wbc) apertures, the sweep flow pathway, and bleached the flow cell. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications.